Event description:
A distributor contacted stryker to report that a customer's device will not boot up after switching on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was evaluated by a third party field service technician. The reported issue was able to be verified and was able to be duplicated. It was determined that the root cause of the issue was a faulty system pcba and a faulty interface pcba. The technician is awaiting the replacement components, and the device remains with stryker at this time.

Manufacturer narrative:
Stryker is assisting the distributor with the evaluation and repair of the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(4).

Event description:
A distributor contacted stryker to report that a customer's device will not boot up after switching on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.